Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found.

Event description:
It was reported that during implant of the leadless pacemaker, high thresholds were observed. Multiple locations along the right ventricular (rv) septum were attempted but were unable to obtain acceptable thresholds. The device was removed and a transvenous system was implanted at a later date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.